Event description:
Boston scientific crm (bsc) received information that this newly-implanted right ventricular (rv) lead was associated with a report of the patient's death, during a procedure to upgrade the patient from a pacemaker to a cardiac resynchronization therapy-defibrillator (crt-d). A bsc field representative reported that there were lead capture issues earlier in the procedure, and the patient became asystolic due to third-degree heart block, when the pacemaker was first disconnected. The pacemaker was reconnected and the left ventricular lead successfully revised, resulting in good capture and threshold measurements. The representative reported that revision of this right ventricular lead was then initiated, and a suspected perforation during the procedure resulted in cardiac tamponade and asystole, followed by the patient's death. The leads and device remained implanted for a medical examiner's investigation.

Manufacturer narrative:
This report will be updated if additional information is received.